Manufacturer narrative:
(B)(4) .

Event description:
The patient developed an epidural hematoma post-op and had loss of lower limb function. The hematoma and device system were both removed. The patient was recovering some movement in his lower limbs following system removal. Further information is being requested at this time.